Manufacturer narrative:
Bd has determined that the reported issue was confirmed as improper device filling by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is an improper device filling procedure. Biomed had turned unit off and back on and the device was reading 1 for water level, they said the device only took about one liter of water with the solution. They were going to drain and refill and add the one-liter bottle of water/solution towards the end to avoid the water level error. Per additional information, biomed was able to fill the device. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 31.54, had biomed turn unit off and back on and the device was reading 1 for water level, they said the device only took about one liter of water with the solution. They were going to drain and refill and add the one-liter bottle of water/solution towards the end to avoid the water level error. It was updated on 27sep2024, that the error occurred again after filling the device. It was determined that there was a failed mixing pump. They would replace the mixing pump, parts and price provided

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 31.54, had biomed turn unit off and back on and the device was reading 1 for water level, they said the device only took about one liter of water with the solution. They were going to drain and refill and add the one-liter bottle of water/solution towards the end to avoid the water level error. It was updated on 27sep2024, that the error occurred again after filling the device. It was determined that there was a failed mixing pump. They would replace the mixing pump, parts and price provided.